Event description:
Hill-rom received a report form a hill-rom technician stating an emergency stop on an electronic card had broken off. There was no patient / user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
When the technician investigated the product, he found the broken emergency stop. It is unknown how the damage occurred. It is unknown if the facility performs preventative maintenance on ther beds. The technician replaced the electronic card to resolve the issue. Based on this information no further action is required.